Event description:
It was reported the customer was hospitalized on (B)(6), 2015 due to low blood glucose levels. Customer was treated with sugar water and was released from the hospital the same day. Customer states the pump is over delivering the amount of insulin needed.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.